Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically using the same esu/generator. The issue was identified during setup, before anesthesia, and before the procedure started, with error codes indicating internal errors. Ports had not been placed yet. Although previous system cycles powered on without errors, functionality upon power-on for this case was not applicable. Dvstat was contacted, and full troubleshooting was completed, including checking part history and conducting various tests. The generator was replaced to resolve the issue. There was no conversion to another surgery type, and no patient injury occurred. The generator was analyzed and issue was confirmed using system logs, which recorded errors c-71 and 4-71 on event date, and 2-87 and m-02 on different dates. Visual inspection identified a potential related issue. During testing, the unit displayed error m-02-3 at startup, and log review showed errors c-00 and m-02. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, errors occurred on the integrated electrosurgical unit (iesu). The errors were confirmed in the logs. The procedure was completed with no reported injury.